Event description:
The device was returned for service with the report "failure 812:02 on channel a". Information was not provided regarding whether or not the device was in patient use when the reported condition occurred. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved.